Event description:
It was reported to philips that the system's flat detector controller and flat detector were not working, which can impact imaging. No harm was reported to philips. Philips has started an investigation of this complaint.